Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no issues were observed with the returned sensor patch. Attempted communication between the returned sensor and a known good reader. Reader successfully communicated with the returned sensor. No error messages were observed. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated. This also serves as a correction report as the previous initial final MDR inadvertently did not include the trip trend report involving the unk reader. A valid serial number was not provided for the libre reader. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues.

Event description:
The customer reported receiving an error message of ¿scan time expires" on the adc freestyle libre sensor on the same day of wear. The customer became hypoglycemic and was unable to self-treat. The customer¿s mother administered sugar as treatment. The customer was taken to a hospital where he was hospitalized from (B)(6)2020 to (B)(6)2020 however, there was no report of any additional treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an error message of ¿scan time expires" on the adc freestyle libre sensor on the same day of wear. The customer became hypoglycemic and was unable to self-treat. The customer¿s mother administered sugar as treatment. The customer was taken to a hospital where he was hospitalized from (B)(6) 2020. However, there was no report of any additional treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.